Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed. The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log, as reported by the end user. An abrupt power off can be seen below on event line 186 by the "log_event_on" code without an "log_event_off" code before it: a 20 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 20 ml at 0.6 ml per hour. The infusion was successfully completed without powering off and did not appear to have any power issues. Functional testing did confirm the reported condition but was not duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/18/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.